Event description:
It was reported by svc report that the gas fowler cylinder was leaking. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.